Event description:
It was reported that this left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements above 3000 ohms. The device is programmed to not use lv lead. This lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).